Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a non device related accident before. The patient underwent a pocket revision, during which, the ipg was discovered to be flipped. The patient was reportedly doing well following the procedure.